Event description:
Healthcare professional reported implant exchange from textured to smooth due to the concerns of the product as well as ¿ruptured implants , devices are a real gooey mess." Affected side is left. Device has been explanted.

Manufacturer narrative:
Facility name: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: the weight the device within specification, an opening, and fold creases. A microscopic analysis was performed which identified: a striated opening on anterior. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported implant exchange from textured to smooth due to the concerns of the product as well as ¿ruptured implants , devices are a real gooey mess." Affected side is left. Device has been explanted.